Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula crimped event. The events occurred within 3 hours of insertion and the insertion site was at abdomen. The patient resolved both the events by replacing infusion set and resumed insulin deliveries successfully. No further information available.